Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and that the pump battery was depleting too fast. The pump was reset, and the customer continued to use the pump for insulin therapy; however, the customer declined troubleshooting for the battery depletion. The customer¿s blood glucose was 180mg/dl.